Event description:
The burette chamber cracked during pt use resulting in a spill of doxyrubucin. The spill was cleansed per hospital policy. There were no pt or staff injuries. Several attempts have been made to obtain clinical info, however, the reporting facility has not responded.